Manufacturer narrative:
H3) the software team reviewed the logs. The logs captured an error during the verify task of tumor resection procedure. The core was generated and the program terminated with a signal. There was segmentation fault during the function call. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that after downloading roughly 12,000 images for a constrained spherical deconvolution (csd) study and creating multiple fiber tracts/ tumor models, while trace registering the patient, the system displayed error code 64. The manufacturer representative (rep) exited and re-entered the procedure, removed several extraneous patients from the system, and the issue was resolved. During troubleshooting, the rep indicated there were lots of patients being stored on the system. The site consistently utilized 30 directions for the csd study images. The site frequently created tumor models. This issue caused a 5 minute surgical delay. There was no reported impact on patient outcome.